Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Boston scientific received information that the pacemaker's longevity had depleted. The patient had a cryoablation and the pacemaker was not checked. Boston scientific technical services (ts) then suggested to do a save to disk and hae data sent for engineering analysis. No adverse patient effects were reported. Additional information indicated that the pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker's longevity had depleted. The patient had a cryoablation and the pacemaker was not checked. Boston scientific technical services (ts) then suggested to do a save to disk and hae data sent for engineering analysis. No adverse patient effects were reported.